Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced hyperglycemia due to bent cannula and drive support cap was damage, they were unable to describe possible damage to the drive support cap. Customer's blood glucose level was 339 mg/dl at the time of incident and current blood glucose level was 336 mg/dl. Customer other relevant blood glucose level was 354 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer declined trouble shooting for issue. The insulin pump will be returned for analysis.